Event description:
Manufacturer follow-up with the reporter revealed the patient's seizure increase was not felt to be related to the vns.

Event description:
Reporter indicated via clinical notes received to the manufacturer dated (B)(6) 2012 that a vns patient had experienced increased seizures. No interventions were done, and the vns was reported to be working properly.attempts for additional information are in progress.

Manufacturer narrative:
(B)(4).